Event description:
It was reported that the venous blood line disconnected from the tesio catheter. The pt experienced cardiopulmonary arrest. The pt was hospitalized but her health status has returned to baseline.